Event description:
During routine testing of the device at the svc center, the svc tech reported that the arterial blood parameter probe had a "temperature was out of range" warning during the standard reference sensor test. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.